Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The location of the target lesion was in the tortuous and severely calcified left main coronary artery. The 20 x 2.25mm taxus liberte monorail stent delivery system was advanced but could not cross the lesion. The procedure was completed with another of the same stent. No patient complications were reported and the patient's status is stable. However, product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the taxus liberte stent delivery system (sds) was received in the hoop with the product pouch and shelf carton. There was blood and contrast in the wire lumen. The balloon was tightly folded. The stent was centered between the markerbands. The first row on the proximal end of the stent had 2 struts that were bent back. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).